Manufacturer narrative:
A non-sterile orbit mini complex fill 2x2 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked 72 cm from the proximal end of hub. The introducer was received zipped and it was found without damage. The support coil, gripper and embolic coil were received inside of the introducer. No damages were noted on the support coil. The gripper and embolic coil were inspected under vision system; the gripper was found without any damage while the embolic coil was found stretched. The failure reported by the customer that the coil could not be manipulated normally could not be evaluated. The failure reported by the customer that the coil was stretched was confirmed. The condition of the embolic coil was apparently caused by applying excessive force on it but it could not be conclusively determined. However; these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Handling and procedural factors could be contributed to this condition. Therefore no corrective action will be taken at this time. The DHR review could not be performed because the lot number was not provided.

Manufacturer narrative:
(B)(4). The device has been returned to codman for investigation however investigation is not yet complete. When investigation is complete, the results will be reported within 30 days.

Event description:
The contact from the facility reported that during stent assisted coil embolization of a posterior communicating artery with a size of 6.2x4.8 mm the orbit galaxy coil (637mf0202/lot unknown) was found stretched when it was withdrawn. During the embolization the coil could not be manipulated normally leading to its withdrawal. A new coil (details unknown) was used to complete the procedure. There was no report of patient injury. At the time of initial contact, the device was available for return.